Event description:
The following information was received from (B)(6) and is a spontaneous report by a consumer with supplemental information from a nurse in (B)(6) of patient made mistake/ touch contamination and peritonitis with in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake/ touch contamination, further described as not following the clinic?s protocol to wipe the pd catheter with alcavis wipes before disconnecting from pd therapy. On (B)(6) 2011, the patient was diagnosed with peritonitis. The patient started treatment with vancomycin . On (B)(6) 2011, vancomycin was discontinued. On (B)(6) 2012, the patient was diagnosed with repeat peritonitis as he had not recovered from the previous episode of peritonitis. The patient was re-trained on proper aseptic technique after the initial diagnosis of peritonitis. The patient was recovering from the peritonitis with culture positive for diphtheroids. Dianeal therapies were ongoing. The nurse reported that the peritonitis with culture positive for diphtheroids was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the event of patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10k05047 and h11f08064. No exceptions were observed that were related to the reported condition. A batch review was performed for h11c31030 and an exception was noted. There is no evidence to support association to the reported problem. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.